Manufacturer narrative:
The investigation determined that one non-reproducible, higher than expected trop I es result occurred while using the vitros 5600 analyzer. An ocd field engineer performed as needed service to the well wash subsystem. System performance has not been verified, and the investigation is ongoing. The investigation also confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined, however an instrument issue and/or pre-analytical sample processing cannot be ruled out.

Event description:
A customer obtained a non-reproducible, falsely elevated vitros trop I es result on one patient sample while using the vitros 5600 integrated system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)